Event description:
The patient underwent upper gi endoscopy with spray cryotherapy for barrett's esophagus with dysplasia on (B)(6) 2009. The patient had a large hiatal hernia (approximately 7 cm). The procedure was well tolerated and without any complications noted. I treated two sites x2 with 20 second freezes. The decompression tube appeared to work nicely during the procedure and the patient recovered without difficulty. He developed melena on (B)(6) 2009. Egd was performed on (B)(6) and he had evidence of an ulceration with a bleeding vessel in the distalesophagus where he had undergone cryotherapy. He was treated by placement of an endoclip. He did require hospitalization. I do not have the hospital records at this time and they can be requested if needed. The patient did admit that he had utilized aleve intermittently after the procedure despite my instructions and also had consumed some alcohol. Subsequent examinations have been without any complications and he has responded nicely to ablation with no residual barrett's esophagus or dysplasia. His subsequent medical course is significant for a diagnosis of multiple myeloma, which has also been treated successfully, and he appears to be in good health at this time.